Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with scratched case however, no physical or cosmetic damage noted at retainer ring during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir did not lock in place into the insulin pump. The customer also stated that the reservoir retainer ring was cracked and the plastic things around was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.